Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in on (B)(6) as follows: it was that during a routine inspection of a set, it was discovered that the 2.8mm drill bit was broken. It is unknown when the device broke. There was no reported patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: the exact date of breakage is unknown; however, the issue was discovered on (B)(6) 2016. Manufacturing investigation evaluation: about 24mm of the cutting edges are broken off and were not sent back for evaluation. The drill bit is in a well-used condition, with the cutting edges partially blunt. There are also nicks at the back and front sides of the cuttings flutes. The measurable dimensions of the drill bit were, as far as possible, checked and found to be in compliance with the technical drawings and specifications. However, due to the damage and the missing piece, not all relevant dimensions could be checked. The manufacturing papers showed no deviations regarding, dimensions, material analysis, strength, or structural stability. With 440a stainless steel, the correct material was used. The hardness was between 52-52.8 hrc, which is within the specification of 52 +3/0 hrc. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in july, 2015. Based on the provided information, the exact cause of this breakage cannot be determined. The damages are an indication of a metallic contact during use in both rotating directions. Therefore, it is likely that a metallic contact caused a mechanical overload and finally the breakage of the drill bit. The breakage is confirmed, but no manufacturing related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.